Manufacturer narrative:
Patient identifier, age and weight were not provided by reporter. Implant date was reported as an unknown date, (B)(6) 2014. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: add sterile to brand name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the product was/incomplete, not returned and an investigation could not be performed due the missing material. Investigation is undetermined, product not returned. DHR review showed no issues. No further information was available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision surgery of the distal femoral plate was performed due to patient pain and nonunion. It was expected that union would be complete after 12 months but an x-ray clearly showed nonunion. Initial implant procedure was performed on an unknown date in (B)(6) 2014 by an unknown surgeon at an unknown hospital. An acute revision surgery was performed on (B)(6) 2014 to better position the femur. The plate wasn't removed but the screws were removed to re-adjust the position of the plate. On an unknown date non-union was revealed, as previously stated, by x-ray. On (B)(6) 2015, the surgeon revised the patient to an unknown variable angle distal femoral condylar plate. The explanted distal femoral plate and all associated screws were intact. This report is 1 of 1 for (B)(4).